Event description:
The facility returned the device for service. During service testing baxter service technician reported that the device underdelivered. Information was not provided regarding whether or not there had been any pt incident involved with this device.